Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a standard ileostomy takedown. During the procedure, the surgeon, while using a stapler, misfired and cut the patient's intestines without the staples engaging. When removing the stapler, there was a notable amount of blood and clots which came out when the stapler was removed. The surgeon had to convert from minimally invasive closed robotic procedure to an open procedure. The patient was held at the hospital for an extended period of time.